Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1114004) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
It was reported by the aci sales professional that a female patient underwent a right coronary intervention procedure on (B)(6) 2011. Mynx was used to close the femoral artery. There was no complication during the procedure and successful hemostasis was achieved with the mynx. The patient was ambulated and discharged to home the same day. Eight days post procedure, the patient presented to the emergency room (ER) complaining of leg pain. The vascular surgeon performed an angiogram which showed the balloon and 3cm of the catheter attached to the artery and occluding the popliteal artery. It was reported that the popliteal artery was already blocked, thus preventing the balloon and a piece of the catheter from working its way downstream. The patient was brought to the operating room (or) where the vascular surgeon performed a surgical cut-down and successfully retrieved the balloon. The patient was reportedly discharged the next day without further clinical sequela. No further information was provided.